Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that improper or inadequate cleaning and disinfection may have taken place.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
On december 5, 2020, the subject device was reprocessed after the inspection. On (B)(6) 2020, something like the body fluid run out from the channel when the user checked with the aw channel cleaning adapter, since the user suspected the failure of flushing the air/water channel with water and air the before the procedure. The procedure was completed with a similar device. No injury and death was reported.